Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and reservoir lip ring was damaged. The customer¿s blood glucose level was 162 mg/dl. The customer was assisted with troubleshooting and customer reported that the display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. Advice customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage nor corroded. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated the insulin pump stopped working, nothing was on the screen and also stated she getting home and changed the battery but it did not came back on. Customer also reported that water under her insulin pump screen and water in her battery compartment and insulin pump will not be turned off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.